Manufacturer narrative:
This report is submitted on may 12, 2021.

Event description:
Per the clinic, the patient underwent a skin revision surgery on (B)(6) 2021 to remove tissue granulation, remove and replace the abutment, and was treated with injectable steroid.